Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. No product was returned. Hematoma: the cause of the hematoma was unable to be determined due to insufficient clinical details. Paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to heart transplant. The patient presented to an outside hospital on (B)(6) 2025 with complaints of shortness of breath and had a pleural effusion. The patient was then transferred to the complainant hospital, where the patient went into atrial fibrillation with rapid ventricular response, was cardioverted but continued to decompensate despite multiple vasopressors. A femoral intra-aortic balloon pump (iabp) was placed. On (B)(6) 2025, the iabp was moved to an axillary insertion due to positioning issues but was later moved back to the femoral placement. The medical team decided to escalate the patient to an impella 5.5 for increased support. The impella 5.5 was implanted without issues, and the iabp was weaned and explanted. The patient was transferred to the intensive care unit following the implant of impella 5.5 in stable condition. On support day 2, the patient developed a hematoma post operatively. A pressure dressing was applied, and the hematoma was monitored. The following day, bivalirudin was withheld due to the hematoma. On support day 6, it was noted that the patient required cardioversion overnight. On support day 9, during the patient¿s daily walk the impella moved out of the left ventricle and into the aorta. The patient was brought to the cardiovascular operating room to replace the impella 5.5 with a new impella 5.5. The new impella 5.5 was inserted without issues and following support and site closure, the patient was transferred to the ICU in stable condition. At the time of writing this report, the patient continues to be supported by the replacement impella 5.5 while awaiting a donor heart for transplantation